Manufacturer narrative:
Correction: please note, conclusion code, method code, and result codes, no longer apply to this report. Analysis of the returned lead (lot # 0211805203) found excessive adhesive. The complete lead was received for analysis. Visual inspection of the electrode end observed an epoxy fragments protruding from the surface of the lead between the #0 and #1, and the #1 and #2 electrodes. The connector end, conductors, and stylet coil were all visually ok. The outer insulation was intact. No setscrew marks were observed. Electrical testing determined that the continuity of the conductors was complete. There were no shorts observed between the conductors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient being implanted with a neurostimulator. It was reported that during the implantation, the physician noticed that the lead was damaged between the poles. The lead was not implanted, and was replaced by another. The issue was resolved. No symptoms were reported and the patient was alive with no injury. The issue occurred during a procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.